Event description:
The company was made aware that the pt's internal device was explanted due to continual infections and drainage at implant site. Advanced bionics is in the process of gathering more info.